Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. Additional info has been requested. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Literature: dam-hieu p, magro e, seizeur r, simon a, quinio b. Cervical cord compression due to delayed scarring around epidural electrodes used in spinal cord stimulation. J neurosurg spine. Apr 2010;12(4):409-412. Summary: this article discusses two cases of cervical spinal cord compression due to dense scar tissue formation around epidural electrodes implanted for spinal cord stimulation (scs) several years after implantation. Prior to the myelopathy, the pts experienced a tolerance phenomenon. Event: a (B)(6) female pt who was implanted at the c4-5 level with scs in 1991 for intractable neuropathic pain in the right superior limb due to an auto accident presented in 2007 with a 4-month history of progressive gait disorder and walking disability. Examination revealed quadriparesis associated with sensory impairment and a pyramidal syndrome. The pt initially had received benefit from the scs system but experienced progressive pain over the two years following implantation and had finally switched off the stimulator in 1995. MRI imaging showed severe compression of the spinal cord by the epidural electrode. Surgery was performed during which the electrode was found to have been embedded in a thick and solid fibrotic mass. The mass was detached from the posterior aspect of the dura mater and removed. Histological examination demonstrated fibrosis with chronic inflammatory reaction and without specificity. The symptoms completely resolved within 2 months after surgery.